Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in sweden who received morphine 2,6 mg/ml at a dose of 11 mg/day, bupivacain 12 ug/ml at a dose of 182 ug/day, and klonidin 200 ug/ml at a dose of 2,4 mg/day via an implantable pump. The patient had a medical history of a spinal cord injury. It was reported that during normal use on (B)(6) 2018 a motor stall occurred. Diagnostic testing/troubleshooting was an attempt to restart without success. Pump logs were taken. The patient experienced underdose symptoms. As reported, there were no known environmental, external, or patient factors that might have contributed or led to the event. Actions/interventions taken to resolve the issue were reported as none know. However, it was reported that the patient was under operation at the moment and a new pump would replace the old pump. The patient¿s condition was ¿serious¿ after the stall but at the time of the report the patient was a ¿bit better¿ and ¿hopefully get ok¿ after the replacement. Further, the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(6). Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Code 92 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative indicated the pump was explanted on the (B)(6) ((B)(6) 2018). The "serious" condition of the patient was clarified as"very hard and strong pain" (decreased pain relief compared to when pump was working). The patient's symptoms have not resolved. The patient was treated with oral medication, but still experienced pain. The patient was still awaiting pump replacement. The patient experienced an infection in the wound and was not ready for a new pump to date. Pump logs were not available for the explanted pump (pump logs saved, but could not be provided).